Event description:
The facility representative reported a colleague infusion pump with a 810:15 error code. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. (This device is a p1.7 colleague pump with a user interface module software version of 7.01.00)

Manufacturer narrative:
(B)(4). The reported condition of error code 810:15 was confirmed during review of the event history log. The root cause was a faulty pump head module (phm). The phm was replaced to correct the reported condition. Should additional information become avaialble, a follow-up medwatch will be submitted. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.